Manufacturer narrative:
No product returned for evaluation as it was discarded at the user facility. No bone quality report available. The patents post operative activity is unknown. Due to a lack of information provided the root cause of the failure is unknown however, the review of the reported event identified nuvasive devices were combined with another manufacturers products and the results are untested and may vary and considered to be off label usage. Labeling review: "potential adverse events and complications: potential risks identified with the use of system, which may require additional surgery include, bending, fracture or loosening of implant components." "Compatibility: do not use the precept spinal system and nuvasive precept mas plif fixation system with components of other systems. Unless stated otherwise, nuvasive devices are not to be combined with the components of other systems."

Event description:
(B)(6) 2017 l5/s was fixed with precept and the competitor¿s cage. Bone fusion was completed. (B)(6) 2021 fixation extended to l4 due to adjacent segmental disease. The diameter of the spinal screw was changed from 7.5 mm to 8.5 mm as the screw on the right s was loose. The 7.5 mm diameter spinal screw was removed, and the 8.5 mm diameter spinal screw was inserted without tapping.